Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2018-01777; 3005168196-2018-01778.

Event description:
During preparation for a medical procedure, the hospital staff found that each tip of three neuron max 6f 088 long sheath (neuron maxs'') was broken upon removal from the packaging. The damage to the neuron maxs'' was found prior to use. Therefore, the neuron maxs'' were not used during the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Results: all of the returned neuron maxs were damaged at the distal tip. The packaging mandrels were loose from the packaging tape. Conclusions: evaluation of the returned neuron maxs revealed that the catheters were damaged at the tip. If the packaging mandrel becomes unsecured from the packaging tape it may become retracted into the packaging tube while attempting to remove the device. This may cause the tip of the neuron max to become pinned between the mandrel and packaging tube. If the catheter is subsequently retracted while pinned, the distal tip may become damaged. Those damages are likely a result of trying to forcefully remove the catheters from its packaging card. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01777 and 3005168196-2018-01778.